Event description:
The consumer reported seeing halos and blurry vision after the lens was implanted in the left eye. According to the consumer the surgeon is planning on explanting the lens in his left eye and replacing it with a different lens. Additional information has been requested but no new information has been provided.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.